Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 55-year-old patient was implanted in (B)(6) 2020 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2023 patient was found with radiation induced fibrosis leading to breast lymphedema, edematous blistered skin, chronic radiation dermatitis of the left breast and back with severe lymphedema, skin ulceration of breast and pain at the breast mobilization. Also, she presented lichen sclerosis (topical treatment administered without improvement). Also diagnosed with morphea of ble and lichen sclerosus radiation dermatitis after a skin biopsy in (B)(6) 2023. Patient was recommended hyperbaric oxygen therapy and calcium alginate dressings for the wound. Imaging attached to the medical file showed increased deformity at the breast level. On (B)(6) 2025 patient underwent a mammo tomo examination and was found with scattered areas of fibroglandular density, diffuse skin thickening (due to radiodermatitis of the skin confirmed also by punch biopsy with the result of dermal sclerosis). No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.